Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the pump history was missing data despite being in use. Customer¿s blood glucose level was 137 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.